Event description:
The user facility reported that a pt expired during a bilateral lung transplant procedure. The pt had previously undergone a unilateral lung transplant that had failed and had been on cvvh for 3 days prior to this event. During follow-up communication, the user facility stated that there was no indication of a relationship between the oxygenator performance and outcome of the procedure. The user facility only reported this for evaluation of the oxygenator to complete their investigation.

Manufacturer narrative:
The involved unit was returned, visually examined, and decontaminated. Visual examination of the returned sample deemed it to be in state unsuitable for gas exchange evaluation. The fiber bundle exhibited a wide array of fibers obstructed with blood, fluid and/or mold. Although there was no info from the user facility related to fluid leakage, the decontamination process revealed leakage from the fluid to gas side. The likely cause of this issue pertains to over exposure of agents (blood and cleaning solution) within the unit. A review of the complaint files confirmed that there have been no similar reports for this lot. A review of the device history record confirmed that the unit passed in-process gas transfer performance and leak testing and there were no production related problems for this lot number. There is no available evidence that the reported event was related to a product malfunction or defect. This is supported by the hospital's statement and perfusion records that the oxygenator performed as expected. Gas transfer performance under standardized conditions is addressed in the device labeling. All available info has been placed on file for use in quality assurance tracking, trending and follow up.